Manufacturer narrative:
The device was not available to be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The device history record review was not completed as the lot number was not provided. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. Additional d2b device product codes: kra - catheter, continuous flush. Dqe - catheter, oximeter, fiberoptic. Dqo - catheter, intravascular, diagnostic.

Event description:
It was reported that during use of this swan ganz catheter, the cvp port broke off and leaked blood. The catheter was in place for 1 day in a cvicu patient. There was no patient injury.

Manufacturer narrative:
An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. The complaint affected unit was not returned for evaluation, therefore a product non-conformance or device failure could not be confirmed. The suspect device's lot number and manufacturing date are unknown. With the information available and because a failure mode could not be confirmed, further investigation could not be performed. As part of the manufacturing process a hundred percent of the units go through packaging inspection process.